Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 300 mg/dl. The customer was uncertain of the suspected cause but believed it may be due to the infusion set. The customer changed the tubing and site and administered a manual injection. Additionally, it was reported that the pump reset unexpectedly. The customer's blood glucose level was 222 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.

Manufacturer narrative:
(B)(4).